Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the keypad buttons were unresponsive after moisture exposure. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump was unable to power on due to moisture damage. The keypad was fully intact, no peeling or damage was observed. The keypad buttons could not be tested. The keypad was removed and evidence of contamination was found under the contrast and up key contacts. The pump was opened and moisture corrosion was found on the keypad flex connector.